Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer stated that they are not able to exit the preparing to prime loop. The customer stated that the drive support cap was sticking out. Customer troubleshoot was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Device received with loose drive support disk